Manufacturer narrative:
Manufacturer contacted the dealer and consumer. No injury confirmation. The consumer's son allegedly repaired the bed rail. The dealer has made several attempts to get the product from the family and they state that the product is fixed. They will not allow dealer to pick up the product. Considering rail is still in use, all indications are that rail may not have been properly installed. This MDR in response to mw report number: 1036553.

Event description:
The consumer got out of bed to go to the bathroom. She grabbed the bed rail for support, and the rail allegedly fell down, causing the consumer to fall and break her knee cap.